Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Our field service has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. The provided logs confirm the reported issue. A readout from the memory of the returned part shows a minor deviation in the zero pressure voltage at the last pre-use check that was performed before receiving the part for investigation. A pre-use check has been performed, and it failed with internal leakage, pressure transducer and safety valve tests. During the ventilation it alarmed for safety valve tests failed, paw high, peep low, expiratory minute volume low, respiratory rate high and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation inside the sensor. It was noticed during a visual inspection on the returned part that there was a wide layer of liquid substance on the back side of the returned pcb. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).